Event description:
It was reported by a vns implanting md that in the operating room the generator was inconsistent on interrogation - sometimes he could get a baseline read on the settings, and other times he would get an eos warning, or no response. Based upon this he replaced the generator with a new m103. A cautery was used in the operating room but reported to be after this programming event. It was noted that on review of programming history on the operating room handheld that several faults were noted likely from a break in communication with the generator. One successful interrogation was noted. It is unknown if the cautery damaged the generator. Good faith attempts were made to have the generator returned for analysis. Thus far it has not been returned.